Event description:
A stent graft was implanted in 2005. An occlusion of the left limb of the graft was identified 10 days later. The occlusion necessitated a femoral bypass, which was performed 2 days later.